Event description:
Company representative reported notes after attending (B)(6) conference in (B)(6) 2009: 't cell non hodgkins anaplastic lymphoma associated with one style of breast implants' which reported that "4 previously unreported cases of lymphoma, all presenting as late peri-implant seromas." This medwatch represents one of the cases. Side was not specified. Follow-up with the presenter provided that the device was an allergan device and had been removed after lymphoma was diagnosed.